Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, multiple cartridges were changed while troubleshooting with tandem technical support to address the issue but the issue persisted. Customer's blood glucose was 167 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.